Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered. Concomitant medical device. Model: ddmb1d1, ICD; implanted: (B)(6) 2016.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) due to noise, high rate no n-sustained episodes and increased short interval counts (sic). A lead fracture is suspected. Also noted was the right atrial (ra) lead exhibited low impedance. A lead insulation fracture is suspected. Both the rv and ra leads have been capped and replaced via a right-sided implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.